Manufacturer narrative:
(B)(4). The batch card(s) for the complaint lot(s) was reviewed all samples passed qa inspection. No sample was returned for investigation. Leak balloon could be due to various reasons. However, in the absence of returned sample and limited information available on this complaint, further investigation could not be conducted and therefore this complaint could not be confirmed.

Event description:
Balloons are leaking. At the beginning when balloons are filled it is working. Then once it is installed it is leaking and the catheter is not staying in place. It was the first time the patient was using this product since his urologist recommend it. It is believed to only involve one box or one lot number. Three different home health nurses have installed the catheter as recommended by a urologist since the patient has a lot of false paths. The patient's condition is unknown at this time.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
Balloons are leaking. At the beginning when balloons are filled it is working. Then once it is installed it is leaking and the catheter is not staying in place. It was the first time the patient was using this product since his urologist recommend it. It is believed to only involve one box or one lot number. Three different home health nurses have installed the catheter as recommended by a urologist since the patient has a lot of false paths. The patient's condition is unknown at this time.

Manufacturer narrative:
Qn#: (B)(4). The device lot number was not present in systems; therefore a DHR review could not be conducted. No sample was returned for investigation. Leak balloon could be due to various reasons. However, in the absence of returned sample and limited information available on this complaint, further investigation could not be conducted and therefore this complaint could not be confirmed.

Event description:
Balloons are leaking. At the beginning when balloons are filled it is working. Then once it is installed it is leaking and the catheter is not staying in place. It was the first time the patient was using this product since his urologist recommend it. It is believed to only involve one box or one lot number. Three different home health nurses have installed the catheter as recommended by a urologist since the patient has a lot of false paths. The patient's condition is unknown at this time.